Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving baclofen (500 mcg/ml, unknown dose) in an implantable pump for intractable spasticity. The patient still experienced underdose symptoms and issues with therapy. The patient had a return of symptoms and swelling and bump on their spine. The patient was paraplegic (preexisting condition prior to the pump). No further details were provided.

Event description:
It was reported the patient had their pump refilled on monday and the whole weekend, their legs were stiff and hard to work with. It was later noted, the symptoms started on thursday following the refill. The patient also had a bulge in her back that stuck out an inch and a half and went up her spinal cord. The patient just felt the bulge the day of this report and was unaware how long it had been there. The patient did not think the medication was going into her spine. The patients spasticity was "as bad as before [they] got the pump". The pump was used to deliver baclofen. It was further reported the patient was concerned that she had been under dosed. The patients feet were tingling and she had swelling and pus up her spinal cord. It was noted the medication was "going under [their] skin". The patient had an appointment with their healthcare professional (hcp) today.